Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab for tubing leakage due to a cut/hole in the tubing (8.6 inches from the base of the white twist sleeve when closed, per underwater pressure test). Exact root cause cannot be confirmed for the cut/slice/hole in the tubing. Although the leak was noticed during clean flash use, the location in this case makes the cut unlikely to have come from this device. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received

Event description:
A doctor reported to baxter (B)(4) that while changing the bags a leak was noticed in the tubing. The set had been used for 180 days. There was no patient injury or medical intervention. There was patient involvement.